Event description:
Whilst completing a standard bathing procedure, the lifter was turned to the left for the bather to alight from the seat. At this point, the seat became detached from the jib assembly causing the pt and seat to fall approx 2 ft to the floor. The impact of the fall resulted in the pt hitting her head against the mast of the lifter causing bleeding to the back of the skull and a lump to form. The pt also suffered bruising to the left hand and was showing signs of distress as a result of the reported incident. An on call doctor administered the required treatment on the ward. MFR. (B)(4).

Manufacturer narrative:
An arjo investigator visited the facility to inspect and test the lifter, findings show the lifter was in a poor condition with safety upgrades missing and a number of damaged parts that require replacing, such as a seat back and leg covers. The chair pick-up hook on the jib was badly bent on one side. In this condition, it was possible to bypass the chair without operating the chair safety catch. The lifter was tested raising and lowering and performed satisfactorily. No other faults were reported. Based upon the report and photographs, the exact cause for the reported incident remains unk. However, for the chair to detach from the jib, the seat had to be lifted upwards. It is possible that during the lowering process the chair was obstructed effectively raising the chair. With the bent chair pick-up hook, the chair bypassed the safety catch resulting in the reported incident. If the chair pick-up hook had not been bent out of shape, the safety catch would have retained the seat preventing the reported incident. It is clear the requirements of the preventive maintenance schedule has not been met, requiring a weekly inspection to be carried out on chair pick-up hook. It is recommended that this lifter remains out of service until all damaged and missing parts are replaced and the lifter has been fully serviced.